Event description:
A malfunction alarm was reported, specifically identified as malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reappears and acknowledged these instructions.